Manufacturer narrative:
(B)(4). A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve did not protrude. However, maximum working channel sleeve protrusion was observed when the large knob was turned in both directions. A functional assessment for resistance was performed. An autolith touch ehl probe was inserted through the working channel port; no resistance was felt when advancing or retracting the accessory. The probe passed freely and without resistance through the working channel. The complaint was not confirmed. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total working channel sleeve length was measured. The unbonded length was measured. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A device history record (DHR) review was performed, and did not identify evidence of deviations or non-conformance's in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after the spyscope ds was inserted into the bile duct, an ehl probe was then inserted to through the spyscope ds; however, it did not exit the channel. Several attempts were tried but still the ehl probe could no reach through the last section of the spyscope ds. They removed the probe and tried to insert a jagwire guidewire, but still did not work. They replaced the ehl probe with a second one, using the same original jagwire guidewire. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; working channel sleeve protruded.